Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a cori-assisted tka, as surgeon was scrubbed in, at calibration, the real intelligence robotic drill would unlock. There was a visible space between the long attachment and the handpiece array. The tech was able to insert the burr, however, it would not lock. After a couple attempts to press the attachment down the tech disassembled the attachment and upon pulling it off the washer ring on the burr came off and landed on the ground. Surgery was performed after a non-significant delay, with manual instrumentation. No patient complications were reported.

Manufacturer narrative:
H10: h3, h6: the real intelligence robotic drill, part # rob10013, serial # (B)(6), used for treatment, was returned for evaluation. The reported problem was visually confirmed. The wave spring of the drill's nosepiece was no longer attached to the drill but was returned with it. The retaining ring that holds the wave spring onto the nosepiece was still securely positioned and there are no signs of scratches or damage to the nosepiece. A functional evaluation was performed. The reported problem was confirmed. Testing found that the drill was unable to load the bur when the wave spring was not properly attached under the retaining ring of the nosepiece. When the nosepiece was reassembled correctly, no problems were observed. The most likely cause of the reported issue seems to be that the drill's nosepiece was somehow reassembled incorrectly after being disassembled previously. The usage count indicates that the drill was used for 39 times before this issue was encountered, indicating that the nosepiece may have been accidentally disassembled by the user, possibly during cleaning or when forcibly removing the drill attachment. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.